Event description:
It was reported that the device was being used during a thoracotomy. It was reported that the device would not fire. The safety lockout was activated. Another device was opened and the procedure was completed without consequence to the pt.